Manufacturer narrative:
On (B)(6) 2020, infutronix confirmed with the service provider that the affected device was never returned for evaluation, and therefore, no root cause could be established.

Event description:
On (B)(6) 2020, a distributor of infutronix reported an issue on behalf of an end user, "(B)(4)emailed (B)(4), "fyi, the only issue we ran into was a slow leak on the nimbus infusion pump tubing at the junction of the 0.2 micron filter (see attachment). I replaced the tubing, and having the nurses send the leaky one back to nimbus, so they know." A patient was involved but not harmed.